Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was evaluated. Inspection found reported issue was not able to be duplicated. The device was tested with reference 5-pin test cable and 3-pin test cable and both the left and right hand sockets were found functional and no issues were found. Further testing observed very low output power at pkrf overdose adjustment test due to faulty pkrf board. The psu (power supply unit) was tested, no issue was found however, the component c63 was noted to be very discolored and needs to be replaced. In addition, the device was found running an old software version and needs to be upgraded. Unrelated to the reported issue, minor scratches were observed on the housing unit. Review of the fault log showed 400 ref 26, ten(10) times indicated a turis electrode is attached and activated without a saline solution being present, or there is an electrode connection fault. Based on evaluation findings the reported issue was not confirmed however a faulty pkrf board was observed. The failure found was attributed to electronic component failure. This report will be supplemented accordingly following investigations.

Event description:
The device pk-sp port does not recognize the cable. There was no patient involvement, no user injury reported.